Event description:
A pt reported blood glucose results of " 134 mgdl" with a lifescan meter and " 180 mgdl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would minutes be expected to change the blood glucose.